Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected alarm. The customer¿s blood glucose level was 13 mmol/l at the time of the incident. Customer stated that notification light keeps flashing. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the middle (enter) keypad button did not work. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform displacement, sleep current measurement, and active current measurement tests due to the keypad anomaly.